Event description:
The customer reported the machine removed too much field. Patient had been on machine for at least 3 prior days. On march 5, from 11:12 ot 11:45 pm, 9 "dialyzate weight incorrect change detected" alarms were set off. At 11:57 pm, after the advisory "time to change and primed a new set. The treatment restarted at 01:35 am of march 6, 2006. Between 03:00 am to 05:15 am, the machine removed about 900 cc too much. Treatment stopped and patient moved on another prisma machine.